Manufacturer narrative:
It was reported that the fast path summary indicated the device was in MRI mode. The provided information was reviewed by abbott engineering, and it was confirmed that an inappropriate mode change to MRI mode occurred, with evidence consistent with a root cause of the leadless pacemaker (lp) interpreting electromagnetic interference (emi) as a false-positive telemetry command to change mode.

Manufacturer narrative:
Correction for h3 field.

Event description:
It was reported that the patient presented in clinic for follow up. Upon device review, the leadless pacemaker could not be interrogated due to an unsupported device being used. Once interrogated successfully, the device was found inappropriately in magnetic resonance imaging (MRI) mode. The device was restored to its original settings, and its firmware upgraded successfully. There were no patient consequences.

Manufacturer narrative:
The device is subject to the aveir unexpected and inadvertent mode change action issued by abbott on 03 april 2024.